Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va05k31, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va05k31, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced on friday. The ins only lasted 1.5 years and the patient had been told the ins should last about 2-3 years before a replacement was needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.